Manufacturer narrative:
Initial 3 of 4. E1: patient city: (B)(6). Patient country: canada. Name- medtronic minimed. Street-18000 devonshire street. City- northridge web. State- ca. Zip code- 91325. Zip four- 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced four infusion set fell off immediately after insertion due to tape not sticking event on (B)(6) 2026.